Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call motor error alarm and motor position encoder error alarm on the insulin pump. Customer's blood glucose reading was 169 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they had a motor position encoder error alarm in addition to the motor error alarm. Nurse advised the patient would like their spouse to call back and review the insulin pump replacement policy.